Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
During the call the customer received a control reading of 46mg/dl from the contour next. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was asked to return the control solution for evaluation. New strips, meter and control were sent to the customer.